Event description:
Meter name: one touch original, strip name: unknown, meter code: strip code: both unknown, strip storage: unknown, symptoms: fever and felt weak. A patient reported they were hospitalized. Their meter allegedly would only prompt insert strip. The result on their meter was 415 mg/dl. The result on the hospital meter was unknown. The time difference between patient's meter and hospital was unknown. Treatment was unknown. Patient was prescribed medication by the hospital. No further information has been reported.